Manufacturer narrative:
Evaluation in progress, but not concluded.

Event description:
During a cardiopulmonary bypass procedure, the central control monitor (display) of the heart lung console appeared to malfunction. Indications were made that communication between the display and one or more of the pump or sensor modules had been lost. Manual control of the system pumps and alarm sensors continued to be available through local controls. There was no reported adverse consequence to the pt as a result of this event.